Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that during insertion of the PICC, staff noted saline leaking at the top of the rubber stopper where the wire enters the rubber stopper. The leaking of the saline occurred when staff would flush the PICC with saline.